Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. In-house testing was not able to reproduce the internal self-test failure. During evaluation, the device failed the main blower test. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.